Event description:
It was reported that when using the bd pyxis¿ es server, it was not showing the discharged patient details. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, the technical support specialist (tss) identified that corruption was the likely cause of the issue, as the instance occurred after corruption was discovered on the d drive. The tss confirmed that the site¿s database server was down, had crashed, and was no longer accessible. It was further determined that a new production environment was being created, and the issue was not resolvable at that time. The customer subsequently agreed to proceed with case closure.